Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. A latex cut test was performed and passed. An additional observation not reported was a mechanical indentation located away from the blade edges. Failure analysis concluded the damage was likely due to mishandling / misuse. An additional observation not reported was pad printing approximately .170 in length was removed near the middle of the tube extension. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the pad printing material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the monopolar curved scissors instrument would not close. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.